Event description:
It was reported that while the achieva ventilator was in use on a patient, the ventilator started alarming and stopped cycling. The patient was manually ventilated and successfully moved to another ventilator. There was no report of any harm or injury to the patient.